Event description:
A power source alert was reported, leading to a shutdown alarm and the pump turning off. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support decided to replace the pump under warranty and instructed the customer to return the old pump. The customer would use multiple daily injections as a backup therapy to ensure insulin delivery until the replacement arrived.